Manufacturer narrative:
A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to data synchronize and application closed unexpectedly. The technical support specialist (tss) dialed into the system, identified errors in the datasync logs, located the knowledge article es - loss of communication on station due to nic power management setting and confirmed that the network interface card disconnected multiple times. Tss disabled the power management settings in the nic property to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user reported unable to datasync and unable to communicate to server. There were no adverse events or injuries reported based on this event.